Manufacturer narrative:
An investigation is currently underway. Upon completion, a full detailed investigation will be completed.

Event description:
On (B)(6) 2015 the customer initiated a service repair request regarding an error code 8. Upon triage on (B)(6) 2015 the service tech found the unit had a damaged power cord with exposed copper wires.

Manufacturer narrative:
A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; an error code 8. During evaluation a damaged power cord with exposed copper wire was found. Therefore, this report will be based on information provided by the technical center. The scd express was evaluated and the customer reported issue was confirmed; the unit was turned on and returned an e8 code. Exposed copper wire was visible on the power cord. The cause of the reported condition for the e8 code was due to valve manifold failure and is potentially related to drop/impact. The cause of the reported condition of the damaged power cord with exposed copper wires was do to customer misuse. The valve manifold and power cord were replaced to correct the reported issue. The unit passed all initial testing after failure analysis repair instructions were completed. Scd express was manufactured in 2007. A review of the device history record shows this device was released meeting all manufacturing specifications. A trend has been identified and a corrective and preventative action (CAPA) has been opened to address this issue.